Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported, and there was no remarkable vessel calcification or tortuosity. It was reported that during the implantation, the stent graft was inaccurately placed, which necessitated that an add'l proximal cuff be implanted. The aneurysm was successfully treated. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Secondary intervention required. Stent graft inaccurately placed.